Event description:
A physician reports that a pt underwent cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the pt presented with an irregular corneal surface and decreased bcva (os) and dry eye syndrome (ou). Preoperatively (os), the pt's bcva was 20/30 and mrse was -0.25 + 0.25 x 085. Approximately four months postoperatively, a yag capsulotomy was performed. Prior to the yag, the pt's bcva had improved to 20/25; however, the mrse changed to -2.00 + 0.50 x 045. As of 2008, the mrse remained unchanged, however, the bcva decreased to 20/150 secondary to an irregular corneal surface and dry eye. Punctal plugs were implanted ou in 2008. Note: see pre-existing condition below.

Manufacturer narrative:
Event attributed to irregular corneal surface and dry eye syndrome.